Event description:
On (B)(6) 2013 the patient¿s mother contacted animas and alleged the following: her son's blood glucose (bg) is 297mg/dl and ketones are 0.3. Mom reports she gave lantus and aphdira. He does not feel well and is lethargic. Mom was looking through history of basal readings and was concerned: every 3 minutes there is a record, one says basal rate is 0.825, then 3 minutes later it reports a 0.00 basal rate. Customer support (cs) confirmed in history that basal rates are skipping amount. Patient has lost confidence in this pump and has discontinued the pump. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported due to the allegation that the pump is not delivering properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 12/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: no defect was found. Pump history shows the last bolus and the last basal were delivered on 08/07/2013. Alarm history shows no alarms related to the complaint. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.